Event description:
Surgeon was implanting the screw, he realized he did not fully tap the path, so he backed the screw out. Then tap and tried again to insert the screw it still wouldn't go. He realized he was hitting bone, so he removed the screw again and burred down the bone. He attempted to insert the screw again. This time the head of the screw detached from the screw

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.